Event description:
Philips received a complaint on the dfm100 device indicating that the therapy pads failed testing. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2024-01332.